Event description:
Array positioning red light stayed on. Unable to activate machine. Rep was called and she suggested that we use a new device as we may have a faulty one. Device never reached patient.